Event description:
The pt services rep (psr) of a (B)(6) male pt contacted lifecor customer support to report that the battery charger connector seems to be broken. Support sent the pt a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector to the charger base was damaged. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unk, but is likely random component failure. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.